Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the time was set incorrectly.

Event description:
On 9/20/2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient had blood glucose over 700mg/dl with large ketones and was admitted to the ICU with diabetic ketoacidosis and is on IV fluids and insulin drip. During troubleshooting, customer support (cs) found that the patient had set the time in the pump incorrectly: it was reading a.m. In the p.m. Cs attributed the dka to use error. This complaint is being reported as the patient developed dka subsequent to setting the pump to the wrong time.